Manufacturer narrative:
Lot: UDI (B)(4). Concomitant product(s): patient medications include; zocor, toprol-xl, aspirin and multivitamin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system. It was reported the trunk-ipsilateral leg component was advanced into position and the device was deployed down to the contralateral gate. It was reported there was difficulty positioning the contralateral gate for cannulation due to the patient's very narrow aortic bifurcation. It was reported the device was reconstrained and multiple attempts were made to reposition the device by excessively torqueing and turning of the delivery catheter. Reportedly, the device was successfully repositioned and cannulation completed without further complications. It was reported as the catheter was withdrawn back into the cook introducer sheath, the delivery catheter caught on the edge of the sheath. Upon removal of the delivery catheter it was observed that the leading olive had completely detached from the catheter and remained within the patient. A snare catheter was used to retrieve the olive from inside the patient. The procedure concluded without any further complications, and the patient tolerated the procedure.